Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis and the reported balloon rupture was not confirmed; however, a tear in the shaft was noted. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the distal right coronary artery with mild tortuosity and heavy calcification. A xience v stent was deployed and the 2.5 x 8 mm nc trek balloon catheter was advanced for post-dilatation. The balloon was intended to be inflated to 18 atmospheres (atm); however, during the first inflation, the gauge went down when the pressure reached 16 atm. A balloon rupture was suspected; therefore, the nc trek was removed. It was noted that the nc trek balloon catheter was soaked in the normal saline during preparation of the device and air was removed inside the patient anatomy prior to inflation. There was no resistance noted during the advancement and withdrawal. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.